Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the possible outcome of deflation as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). Deflated devices should be removed promptly. The physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "after implant of the balloon...in the same week patient noticed their urine was blue. It was performed an endoscopy and confirmed the balloon was empty." The balloon has been removed.

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Brown discoloration was observed on the shell of the device. A fill test was performed and no blockage or resistance to flow was observed. A leak test was performed and leakage was noted. Microscopic analysis noted two striated openings near the radius of the device.